Manufacturer narrative:
Section a2, a4 and a5: unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor encountered the intraocular lens (iol) haptic stuck to the cartridge during implantation. The doctor performed some maneuvers and managed to complete the implant successfully, but it caused some stress. The lens remains implanted with no visual issues. There were no medical and/or surgical interventions required and no patient injury reported. The patient¿s outcome is satisfactory, within the standard as expected by the surgeon. It was noted that viscoelastic (ovd) and balanced salt solution (bss) were used. It was indicated that resistance felt while advancing the lens. No further information was provided.